Event description:
The customer reported to the international distributor the ventilator was intermittently restarting while in use on a patient. The customer reported there was no patient harm. The device is being returned to the manufacturer for evaluation.

Manufacturer narrative:
Device is being returned to manufacturer for evaluation; not yet received.